Event description:
Remove of 3 screws implanted in the femoral neck. 3 screws broken post-operative (pb swiss). The surgery was delayed 1 hr. 30 minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Pre investigation statement: the received screws could not be identified as depuysynthes products as no etching is visible on the screw's surfaces. The material was forwarded to the supplier for investigation, with the following results: the device history record showed no non-conformance of the extraction drill bit used. The use of operace drill bits and extraction reamer on a vitallium screw is not an intended use. Operace is designed for titanium, titanium alloy, and stainless steel screws. Screw materials: the screws was made from vitallium. Vitallium is a trademark for an alloy of 65% cobalt, 30% chromium, 5% molybdenum, and other substances. This alloy is known for its exceptional hardness and cannot be machined with the hss drill bits in the operace-set. As stated in the surgical technique page nr. 5, operace is designed for titanium. Titanium alloy, and stainless steel screws. The use of operace drill bits and extraction reamer on a vitallium screw is not an intended use. The use of vitallium is very rare and its properties are little known. Improved information could be useful. Further, we recommend starting always with a fitting screwdriver when an intact screw shall be removed. Further, we recommend starting always with a fitting screwdriver when an intact screw shall be removed. In this case the extraction of the two slotted screws (figure 1 & 2) would probably have been possible with the slotted screwdriver 80066 (figure 4) and this screwdriver or the phillips screwdriver 80086 (figure 5) would have been a perfect fit for the combined screw in figure 3. More investigation details available under the attached file "com023 f-3088_sig.pdf" based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used to capture additional medical/surgical intervention required device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of 3 screws implanted in the femoral neck. Surgical delay of one hour and thirty minutes.

Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Th e investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the ablation of a plate with screws, it was impossible by the surgeon to drill the heads screw with the drill bits provided in the operace kit. The issue was resolved when the surgeon successfully removing the screw with the clinic ancillary equipment. It was a vitallium screws with a slotted footprint. No patient consequence. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: b1, b5, h1: the initial complaint was reviewed and found not reportable. The legal manufacturer of the devices is pb swiss. H6: pre investigation statement: the received screws are not synthes products as the following design criteria's do not correspond in, head shape , type of threads ,material , etching. The material was forwarded to the supplier for investigation, with the following results: the device histroy record showed no nonconformance of the extraction drill bit used. The use of operace drill bits and extraction reamer on a vitallium screw is not an intended use. Operace is designed for titanium, titanium alloy, and stainless steel screws. Screw materials the screws was made from vitallium. Vitallium is a trademark for an alloy of 65% cobalt, 30% chromium, 5% molybdenum, and other substances. This alloy is known for its exceptional hardness and cannot be machined with the hss drill bits in the operace-set. As stated in the surgical technique, operace is designed for titanium. Titanium alloy, and stainless steel screws. The use of operace drill bits and extraction reamer on a vitallium screw is not an intended use. The use of vitallium is very rare and its properties are little known. Improved information could be useful. Further, we recommend starting always with a fitting screwdriver when an intact screw shall be removed. Further, we recommend starting always with a fitting screwdriver when an intact screw shall be removed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.